Manufacturer narrative:
B1: added product problem, this was omitted from the initial report in error. H6: added code a24. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: access site adverse event (major bleed): the cause of the access site adverse event was use related to anticoagulation management as anticoagulation with heparin was discontinued due to supratherapeutic levels and active oozing/bleeding. Device in wrong position: the cause of the device in wrong position is use related to patient movement as the pump became dislodged after bathing patient. Mechanical interaction with blood (hemolysis): the root cause of the hemolysis was not determined due to lack of sufficient clinical details and unreturned product and data logs for further investigation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 84 year olf patient with de-novo cardiomyopathy was supported with an impella cp device while awaiting pci procedure. Anticoagulation with heparin was discontinued due to supratherapeutic levels and active oozing/bleeding. The patient¿s pressor requirements increased, and cultures were obtained. Echocardiography showed the impella inlet appropriately positioned (~3.9 cm), free from ventricular walls. Pci to the lad was planned but postponed. Ldh results were hemolyzed, and the pump was weaned from p7 to p5 without alarms. During routine nursing care (patient bathing), the impella pump was inadvertently pulled back, prompting the decision to take the patient to the or for device removal and potential new placement. From the information received it seems that the patient continued to show signs of hemolysis with the second pump although not further specified or proven by lab results. A further attempt was made to wean the impella to p4,. Patient¿s condition worsened and the patient ultimately expired. First impella cp pump( this device ) is conservatively coded for major bleed since heparin had to be stopped ,nevertheless it is clearly indicated that dose was supratherapeutic and should therefore rather be attributed to the clinical management rather than the device. Both impella cp pumps are coded for hemolysis which is a known device-related risk as written in the IFU. Patient death is conservatively coded for the second impella cp pump. All event likely reflect multifactorial causation with meaningful contributions from clinical management (anticoagulation), operational handling (displacement), and patient condition.